Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory. Helix retracted. Noted dried blood/body fluid in helix housing. Helix mechanism test failed helix mechanism clogged with dried blood/body fluid dried blood/body fluid loosened, helix is now functional. Continuity testing passed indicating conductors are intact. Hipot test passed indicating no electrical shorts between conductors. A stylet insertion test passed without issue indicating no blockage in the lumen. Visual inspection revealed no abnormalities. The device sensing issue and high capture threshold allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The helix difficulty allegation was confirmed, a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid.

Event description:
It was reported that right atrial lead was attempted due to high thresholds and no getting good current of injury. It may have contributed due to lead placement and patient anatomy that was very vertical heart. However the helix was jumpy so the lead was removed and replaced. No adverse patient effects were reported.

Event description:
It was reported that right atrial lead was attempted due to high thresholds and no getting good current of injury. It may have contributed due to lead placement and patient anatomy that was very vertical heart. However the helix was jumpy so the lead was removed and replaced. No adverse patient effects were reported.